Manufacturer narrative:
Evaluation of the returned swiftset coil (swiftset) confirmed that the embolization coil was detached. The pusher assembly was not returned for evaluation; therefore, the root cause of the reported detachment issue could not be determined. Evaluation also revealed offset coil winds along the embolization coil. This damage is incidental to the complaint, and the root cause could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that the following section was inadvertently missed on the follow-up #01 MFR report and is being included on this follow-up #02: 1. Section h. Box 2. If follow-up, what type?

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acomm) using a swiftset coil (swiftset), a swift coil detachment handle (handle) and a non-penumbra microcatheter. During the procedure, the physician advanced the swiftset into the target vessel and attempted to detach the coil using the handle; however, the swiftset did not detach. The physician retracted the swiftset for removal. The embolization coil then detached within the microcatheter. The microcatheter containing the detached embolization coil was removed. The procedure was completed using a new swiftset, the same handle, and a new non-penumbra microcatheter. There was no report of an adverse effect to the patient.